Manufacturer narrative:
Concomitant medical product: dtma1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection after a valve replacement. The pocket developed a large pimple and pocket erosion months later. The device and leads were explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.